Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on 3/25/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted (sensor location not specified). On (B)(6) 2023, the patient went into diabetic ketoacidosis. During the event, the patient was "jerking", fell and broke her ankles. The patient's spouse stated the cgm was showing normal readings but when the patient did a finger stick reading it was over 600 mg/dl. He called paramedics and the patient was transported to the hospital. At the hospital, the bg readings were still over 600 mg/dl. The patient's tandem pump and cgm were removed and the patient was treated with an insulin drip and insulin shots. After treatment, the patient's bg stabilized. The doctor had the patient put the tandem pump and cgm back on. The patient had x-rays done on both her ankles and showed that the patient had minor and major fractures. Surgery on the ankles was not needed as the patient was advised that the fractures would heal on it's own. The patient was recommended to walk in a boot due to the fractures and has a follow-up appointment in 2 weeks to re-evaluate her feet and determine if surgery may be needed. On (B)(6) 2024, the patient had a follow-up regarding her ankles. It was found she has neuropathy. Due to this and the pain the patient has been experiencing, she may have surgery on her ankles, but that is still undecided at this time. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient went into diabetic ketoacidosis. During the event, the patient was "jerking", fell and broke her ankles. The patient's spouse stated the cgm was showing normal readings but when the patient did a finger stick reading it was over 600 mg/dl. He called paramedics and the patient was transported to the hospital. At the hospital, the bg readings were still over 600 mg/dl. The patient's tandem pump and cgm were removed and the patient was treated with an insulin drip and insulin shots. After treatment, the patient's bg stabilized. The doctor had the patient put the tandem pump and cgm back on. The patient had x-rays done on both her ankles and showed that the patient had minor and major fractures. Surgery on the ankles was not needed as the patient was advised that the fractures would heal on it's own. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.